Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels between 44-521 (mg/dl) on (B)(6) 2016. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump or provide any additional information regarding the events.